Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported image resolution poor is due to the patient anatomy. The reported clip getting caught on the chordae appears to be a result of the reported image resolution poor. The reported migration (clip movement) is a cascading effect of the reported clip getting caught on the chordae. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement and device entrapment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, previous cardiac surgery, and small cardiac chambers. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve. After deployment, the clip tilted in the lateral direction. It was noted the physician suspected the tilt was due to the clip becoming caught in the chordae, which was unable to be removed and observed as imaging was challenging. The clip remained stable on both leaflets, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.